Manufacturer narrative:
Date of report : 15feb2019 , date rec¿d by MFR : 13feb2019. The manufacturer¿s international service technician could not confirm the reported issue. There is no reproducibility of the phenomenon and abnormality of the device. The manufacturer¿s international service technician stated it is considered that the error occurred to give a warning because pressure failed to be measured properly using a pressure sensor due to blockages. The possible blockages are as follows: water ingress and twists occurred to a proximal pressure line tube; a proximal filter and a bacteria filter were moist with water. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator was inoperative. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.